Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they initially received a calculation error for one patient sample tested for a1c-3 tina-quant hemoglobin a1c gen.3 (hba1c) on a cobas 8000 c 502 module - c502. The sample was unloaded and a clot was found in the sample. The sample was then rejected. The customer continued testing and subsequent samples randomly had calculation errors. The customer checked the system and found that there was a blood stain trail from the rinse station to the cuvettes. The cuvettes were not contaminated. The customer provided data for 46 patient samples that were tested after the first sample that contained a clot. Of the 46 samples, 7 had erroneous hba1c results. The erroneous results were reported outside of the laboratory. The customer was concerned that they did not receive any clot errors on the analyzer. The affected samples were repeated on a different analyzer. No adverse events were alleged to have occurred with the patients. The hba1c reagent lot number was 25332701. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The investigation determined the issue was due to poor sample quality as a clot was found in another samples tested prior to the the affected samples. The issue was resolved. Controls did not show any sign of an issue.

Manufacturer narrative:
After finding the clotted sample, the customer cleaned the sampling system. The field service engineer also changed the sample probe as a preemptive measure. Quality controls did not show any sign of the reported issue.